Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the rainbow effect on insulin pump screen, insulin flow block alarms, grinding noise when rewinding device, unknown sensor alerts and sensors lasting less than 6 days. The customer reported no adverse event. The event involved products mmt-7040a, mmt-332a, mmt-1884l, unomedical. Troubleshooting was performed for general documentation and not performed for insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7040a.  No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for unomedical.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No rainbow effect noted on the screen display. Unit rewound properly during testing. No unusual sound noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 28-jan-2025 or two days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked, cracked case, cracked case (battery tube) and label damage (stained). Rewind anomaly and no delivery/occlusion alarm, unexpected insulin flow blocked alarm were not confirmed. Cosmetic damage at the screen was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.